Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system was returned for analysis without the manifold/hub, therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter for the returned device (4.00 x 24 mm) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 1220mm from the distal tip end. Part of the hypotube consisting of the hub/manifold was not returned for analysis. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4)

Event description:
Reportable based on device analysis completed on 13-feb-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 80% stenosed, 28x4.00mm, concentric and the de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion contained between a 45 and 95 degree bend. After a 3.5mm 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, predilation was performed with a 2x10mm non-bsc balloon catheter, leaving 70% residual stenosis in the lesion. A 4.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the bend in the lad. The lesion was pre-dilated multiple times but the stent still failed to cross. The device was removed and the procedure was abandoned. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.